Event description:
It was reported that the insulin pump display had a large spot of ink on it and that the glass was broken. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had a missing segment due to cracked and bleeding lcd glass noted. No cracks noted on display window. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.